Event description:
It was reported that the customer's insulin pump stopped twice while customer was sleeping. Customer's blood glucose at the time of the issue was not recalled, but most recently was measured at 180 mg/dl. No delivery alarm troubleshooting was not performed as the event occurred in the past. Customer stated he had restarted the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.